Event description:
A philips fse noted the device failed calibration during eval of the device. A calibration failure could indicate energy delivered is outside of spec. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A philips fse noted the device failed calibration during eval of the device. A calibration failure could indicate energy delivered is outside of spec. No pt involvement was reported. The high voltage capacitor was replaced to resolve the issue. The device remains at the customer site.